Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: "some tubes of the lot 0196911 of cat number 363079 fill up too much during the blood collection."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: "some tubes of the lot 0196911 of cat number 363079 fill up too much during the blood collection."